Event description:
While using a byte night aligners, patient reports that they had a consultation with their dentist for anterior spacing the patient is experiencing. Dentist found that the patient still has significant spacing between their teeth. Due to the root positions, it appears they may have been tipped in an attempt to close the spaces. The patient will need aligners with attachments to try to upright these roots. The patient may also require further treatment in addition to invisalign to correct these spaces.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.